Manufacturer narrative:
It was reported that the delta pressure increased rapidly and the quadrox ID small adult/adult had clotted. They changed out the oxygenator during patient treatment. No harm to any person has been reported. The affected product was technically investigated at the getinge laboratory on 2023-03-14. During visual inspection of the device lightly clotted areas were noted on the blood inlet side of the oxygenator. During the cleaning procedure of the oxygenator no clots have been flushed out. Further the pressure and functional tests shows no abnormalities the oxygenator works as intended. The reported failure was not reproducible during the technical investigation, no product related malfunction could be detected. As most possible root cause the lightly clotted areas in the blood inlet side of the oxygenator could have led to an increased delta pressure. Based on the investigation results the reported failure "delta pressure increased, oxygenator clotted" could be confirmed but was not contributed or associated by a product malfunction. The production records of the affected beq-hmod70000-USA #squadrox-ID ad.o.fil. With lot# 3000173980 were reviewed on 2023-03-17 for the reported failure. According to the final test results, all beq-hmod70000-USA #squadrox-ID ad.o.fil. With lot# 3000173980 passed the test as per specifications. Production related influences are unlikely. In order to avoid re-occurrence of the reported failure, the sales and service unit (ssu) will inform the customer to follow the chapter in the instruction for use instructions for use oxygenator quadrox-ID adult g-605 version 04 us: 4.2 safety instructions for the extracorporeal circulation: absence of adequate anticoagulation results in clotting within the system and consequently occlusion of the extracorporeal circuit and the patient circuit. This can lead to inadequate patient support, thrombus formation, hemolysis, hemostasis, and ischemia. Use anticoagulants; e.g., heparin or argatroban. Check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). The act should not fall below 480 s. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the delta pressure increased rapidly and the quadrox ID small adult/adult had clotted. They changed out the oxygenator during patient treatment. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.